Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage requiring surgery. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully without issue. A second clip delivery system (cds) was advanced however when placing the clip, it interacted with the deployed clip, causing the clip to detach from the posterior leaflet (single leaflet device attachment (slda)). The posterior leaflet was noted to be damaged. The cds was removed and the procedure aborted with the mr remaining at 4. The patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported single leaflet device attachment (slda) and device damaged by another in this complaint appear to be related to procedural conditions, and due to the second clip interacting with the first implanted clip, causing the implanted clip to detach from the posterior leaflet. Tissue damage resulting in unchanged mitral regurgitation (mr) appears to be due to the slda. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.